Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, loss of connection occurred between the transmitter, receiver and smart device. No additional patient or event information is available. Data was provided for evaluation. The reported loss of connection was confirmed via data. The transmitter was returned for evaluation. Exterior visual inspection was performed and the transmitter passed. Performed pairing test with nordic bluetooth device, transmitter passed. Global transmitter final functional tester was performed and transmitter failed. Voltage testing was performed and the transmitter passed. Data log review was performed and the reported loss of connection was confirmed. The root cause was determined to be a failed transmitter.